Event description:
Approximately five months after the implantation, the patient had been admitted to a local hospital for gi bleeding. During the patient¿s transfer to the vad-implanting facility, the patient developed increased lvad power consumption and alarms. At the time of this event, the patient¿s inr of 1.0 and he was asymptomatic. The patient was started on a heparin infusion. The event was reported to be unrelated to the heartware device and related to the patient¿s sub-therapeutic inr by the treating physician. A few days later, the vad coordinator was changing out the patient¿s batteries and damaged the controller¿s (con090757) power port pins. The device was exchanged (presumably for his secondary controller con090762) with no reported patient injury. This event has been captured under (B)(4). The patient¿s clinical status continued to deteriorate and he developed end organ damage from progressive hemolysis. Since the patient was not a surgical candidate and because of concerns related to further gi bleeding, the treating physician¿s plan of care for this patient was to wean his lvad off. With this in mind, the patient¿s lvad was turned off to see how he would tolerate it. After approximately one minute, the patient¿s breathing became agonal. Attempts to re-start the pump were unsuccessful and the patient expired six days after the initial high power event.

Manufacturer narrative:
Hvad pump hw3757 was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that hw3757 met all requirements for release. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. The reported high power event was confirmed via controller log files. Independent pathological analysis confirmed the presence of fibrin thrombus; however, the origin of this thrombus cannot be conclusively determined. Clinical factors that could have contributed to the reported event include a subtherapeutic inr at the time of the event and this patient's requirement for an atypical anti-coagulation regime due to complexities surrounding his gastro-intestinal bleeding. Based on the review of the information available, the cause of the reported event could not be determined. There is no evidence to suggest that a device malfunction led to the reported event. No additional information will be forthcoming. (B)(4).